Event description:
End user alleges while driving the motorized wheelchair up an access ramp, the unit started going backward and the caster wheels went off the edge of the ramp causing the motorized wheelchair to go over onto the side. The end user alleges as a result of the incident she received a bruise to her left arm, which subsequently developed cellulitis.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The ramp where the alleged incident occurred was excessively steep and not in compliance with the ada guidelines. Hoveround's owner's manual warns end user not to operate the motorized wheelchair on ramps that do not comply with ada guidelines.